Event description:
It was reported that the patient received a shock due to oversensing on the right ventricular (rv) lead. The lead remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrthymia therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.